Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. This is report 1 of 3 concerning this condition. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes avialable.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed. The cause of the depleted battery set alarm is unknown and no repairs were made to correct the problem. This complaint is an ancillary service event opened during investigation of (B)(4). If any additional information is received, a follow up MDR will be sent.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. This is report 1 of 3 concerning this condition. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a colleague pump with a user interface module software version of 5.03.00. No additional information is available.